Manufacturer narrative:
H4: the lot was manufactured on april 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a small split halfway down the tubing which resulted in a fluid leak. The issue was further described as approximately 20 ml of unspecified medication that dripped out of the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.